Event description:
It was reported that balloon deflation failure occurred. The 75% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified axillary vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, after inflation at 4 atmospheres, deflation could not be performed. Subsequently, the device was removed by making a hole in the balloon with a needle. Another sheath was inserted through a different route and dilatation was performed with another of the same device. There were no patient complications were reported.

Manufacturer narrative:
Patient height: 143cm patient body mass index: 31.3 correction: adverse event/product problem - change from product problem to adverse event/product problem outcomes attrib to adv event - added - outcomes attrib to adv event device evaluated by MFR.: the device was returned with customer guidewire and customer inflation/deflation device. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure. A visual and tactile examination found that the shaft was compressed/flattened at various locations along its length. The returned customer guidewire could not be removed from the returned mustang device. An examination of the balloon found no tears. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was noted to be escaping from a 4mm long longitudinal tear, the tear is located in the balloon material stretching from approximately 10mm distal of the distal edge of the proximal markerband towards the mid-section on the balloon. An examination of the balloon material identified no other issues which could potentially have contributed to this complaint. It is noted that the complaint states that the balloon was intentionally punctured with a needle in order to deflate the balloon. A visual and microscopic examination found no damage or any issues with the tip or markerbands of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Patient height: 143cm. Patient body mass index: 31.3.

Event description:
It was reported that balloon deflation failure occurred. The 75% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified axillary vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, after inflation at 4 atmospheres, deflation could not be performed. Subsequently, the device was removed by making a hole in the balloon with a needle. Another sheath was inserted through a different route and dilatation was performed with another of the same device. There were no patient complications were reported.